Event description:
Customer reported when the magnet is detached from the alarm there is no alarm tone. The alarm has power and the monitoring light is green. There was no other damage detected on the alarm. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4) ¿ product was requested to be returned for eval and has not been received. (B)(4).